Event description:
It was reported that, an 840 ventilator went into inoperable condition. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the inspiratory module and compressor pcb. And the 15k preventive maintenance was performed. The unit passed all testing and operates within the manufacturing specifications.